Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that she was unable to remove the battery cap. The blood glucose reading was 600 mg/dl. The customer treated with a manual injection. The customer declined troubleshooting for high blood glucose and stated that it was due to eating ice cream. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.